Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 486 mg/dl. The customer stated that she began experiencing high blood glucose levels on the morning of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did not feel comfortable using this insulin pump, and asked to have it replaced. Nothing further was reported.